Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to clinic for a routine follow-up evaluation. Loss of capture was observed. It was noted that the rv lead perforated the ventricle. Patient was asymptomatic. The lead was explanted and replaced when repositioning was unsuccessful. Patient was fine and will resume normal follow-ups.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.